Event description:
It was reported that during a posterior communicating artery procedure, there was some difficulty in pulling out the white tail so the pusher wire could be advanced during prepping a deltaplush coil (cpl10020630/c23735), and the coil could not be detached after several attempts to detach the coil. The device had passed the pre-deployment check. The cable was exchanged, but the coil still would not detach. The coil was removed and several other coils were able to be detached using the same connecting cable and detachment control box (dcb). There was no known coil stretching. There were no negative effects on the patient; however, the procedure was delayed 3 minutes due to the event. The deltaplush was returned for analysis.

Manufacturer narrative:
Information regarding patient age, gender, and weight were not available. Concomitant product: connecting cable and detachment control box (lots unk) complaint conclusion: the device was returned for analysis. The device positioning unit (dpu) passed electrical testing with resistance at 55.2 ohms and the enpower systems go green light illuminated. Therefore, the root cause of the detachment difficulty is not electrically related. Both the unidentified (lot number) enpower detachment control box (dcb) and the control cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The returned packaging was heat sealed inside bubble wrap which can cause potential damage to the unit and/or alter laboratory inspection/testing results. As viewed through the returned packaging, it was found that the coil was returned exposed and unprotected. It can be seen by the unaided eye that the coil was attached to the dpu by the stretch resistant suture. No evidence of a resheathing difficulty was reported. As viewed through the returned packaging; it was found that the resheathing tool was returned severed into two pieces. Located 85.3 centimeters off the proximal end there is a severe bend to the core wire. The fracture of the resheathing tool is ductile in nature requiring external force. No material defects were found. The coil was returned entangled on the core wire and knotted. Extensive time was required to remove the coils entanglement and knots without damage. The coil was found to be undamaged. The coil¿s socket ring has been bent distally in excess of 90 degrees. The coils stretch resistant cerecyte suture is still attached and anchored to the coil via the partially melted detachment fiber and pooled around the distal tip of the dpu. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges elevated above the surface plane. This damage edge extends well into the side wall of the open cutout section. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detachment difficulty was confirmed based on the condition of the returned device; however, the dpu passed electrical testing. The root cause of the unsheathing difficulty and inability to detach the coil could not be conclusively confirmed; however, procedural/handling factors may have contributed to the event. The complaint information provided and the device analysis found that the primary contributing factor to the unsheathing difficulty and the coils failure to detach were directly related to each other. This most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism catches the inside of the v notch of the resheathing tool and becomes embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath may also have caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which bent the core wire, fractured the resheathing tool, and bent the coil¿s socket ring in excess of 90 degrees distally. The coils socket ring was severely bent causing the detachment fiber to lose fiber tension on one side. This loss of fiber tension caused the detachment fiber to lose contact against the resistive heating coils surface causing an incomplete melting and pooling of the fiber around the distal tip of the dpu. The pooling of the detachment fiber adhered to the coils stretch resistant suture preventing the coils detachment off the dpu via the detachment fiber. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the complete detachment system and the microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time. This is an initial/final MDR.